Event description:
R-port was placed in 2002. In 2003 the port was removed due a break in port which was retrieved. The r-port was retrieved. No further details regarding the circumstances surrounding this event are available at this time. Should add'l details become available, a supplement will be forwarded at that time. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number was not provided a device history search could not be performed. Without evaluating the device co is unable to determine if the device met its specifications. Co believes user technique, and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.